Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy. A surgical procedure was performed in which the existing device was removed. During the procedure, it was noted that, due to the atrophy, the urethra was very small and the cuff was not of a correct size anymore. The tissue constricting the urethra was removed and some time will be provided for the urethra to expand before a new device is implanted. There were no further patient complications reported.